Manufacturer narrative:
The device was returned for service; however, it did not meet the manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by an international customer that during service and repair, the burr attachment device was not functioning, the bearings, gears and drive shaft were worn out and faulty. It was also noted that the burrs were getting hot while in use. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. If additional information should become available, a supplemental medwatch report will be submitted accordingly.